Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Dents, scratches, and a crack were seen on the insulation. The insulation was tested for cracks/damages, the insulation failed the insulation scan test. The probable root causes are user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation of the device was compromised.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.